Manufacturer narrative:
(B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an apical and anterior repair of pelvic organ prolapse procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the capio cage was unable to release the needle after deploying. The physician forcefully pulled the needle with a hemostat. The suture then broke, the needle detached and was left inside the capio cage. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.